Manufacturer narrative:
(B)(4). Batch # m53a1j. Expiration date: 03/14/2020. Manufacture date: 04/14/2015. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Was the safety reset prior to removal? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? How much additional colon tissue had to be excised to perform the anastomosis with the second device? Was there any change to the plan of care or post-operative care for the patient? Response received: the patient has bowel cancer. The device did not fire on the end to end anastomoses and as a result the anvil had to be cut out of the patient. The anastomoses had to be made again using a second device and firing, resulting in extra loss of bowel tissue. The patient returned 5 days later with leaking and complications and surgeon was forced to create a stoma for this patient i.e. Colostomy bag. Where within the green range was the device fired? It was 3/4 in green. Was a leak test performed? Yes, a huge leak was seen. After the first issue was noted with the surgical stapler was additional mobilization, stapling or suturing of the rectal stump required before the second anastomosis? The stapler completely misfired and would not open. We had to cut the stapler out. Once this was done there was a large hole in the rectal stump. We had to remobilize the stump lower to restaple . This was done with great difficulty, a repeat anastamosis was done and this one was intact. Leak test was negative. A diverting ileostomy was formed. Was any other medical intervention needed except the colostomy? Post op day 7. The anastamosis (2nd one) leaked and patient needed re-exploration with drain placement. If there was an exploration, how did the anastomosis appear? 1/3 disrupted. Was the colostomy permanent or temporary? Hopefully temporary but too soon to tell. Please describe the method of removing the device after the second firing? Usual open 2 1/2 turns and twisting out. What is the current patient status? Still in hospital has drains in and on antibiotics.

Event description:
It was reported that during a low anterior resection procedure, the device misfired and there was an incomplete anastomosis. The surgeon had to excise a bit more of the patient's colon. A second device was used to complete the procedure.